Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up after receiving therapy. Review of session records revealed that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapy for supraventricular tachycardia. Programming changes were made. Patient was stable and will be monitored with routine follow-ups.